Manufacturer narrative:
Meter (B)(6) has been returned and investigated. The returned meter was visually inspected, and no issues were observed. The meter did not turn on with button depression or strip insertion, and indicator light flashing was not observed. Initiated meter communication using usb (universal serial bus) cable plugged to the meter usb port and a computer usb port and connected to approved software. The communication was not successful, and the meter display was not on. The returned meter was further investigated and de-cased. Performed an internal visual inspection and no issues observed. The faulty component was not identified; therefore, the meter was forwarded to extended investigation for further analysis. Visual inspection was performed using a microscope on the pcba (printed circuit board assembly), and a burn mark was observed on the meter mcu (microcontroller unit). The meter log was unable to be retrieved as communication between the returned device and computer was unable to be established with a known good usb cable. Functional testing was conducted on the returned meter. No batteries were returned with the unit; therefore, known good batteries were used throughout testing. The meter powered on when known good batteries were installed, however the meter would not turn on. The discrete components on the usb interface circuit were tested for shorts using a digital multimeter. All measurements were taken with the meter powered off, batteries removed, and device disconnected from a computer or any external power source. A resistance was measured across capacitors. This is indicative of a short along the usb circuit leading to the burned pin 6 on the cpu (central processing unit). This is consistent with external electrical stress introduced to the meter via the usb interface. It was determined that the failure is consistent with damage caused by external electrical stress, introduced through the usb interface under non-standard use conditions. Therefore, this issue will be closed to not confirmed to use ¿ external factors. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.